Event description:
The valve was explanted due to leakage which increased postoperatively, and was replaced by an sjm mechanical valve. The surgeon believed the patient's small aorta with no sinus resulted in pressure on strut and inadequate coaptation. The patient is reported to be in satisfactory condition.